Event description:
A user reported that she experienced severe burning and redness associated with use of clear care lens care solution. Subsequent medical information confirmed a substantial corneal abrasion and mild spk (superficial punctate keratitis) with "severe staining" covering greater than 50% of the corneal surface. Treatment consisted of tobradex 4x day for 3-5 days. A follow up visit was scheduled. Request has been made for additional information, however, no further details have been provided at this time.

Manufacturer narrative:
This event is considered as a significant corneal abrasion. An evaluation of the returned product is underway by manufacturing. (B)(4).